Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited a lead safety switch (lss) for high out-of-range (oor) pacing impedances of greater than 2000 ohms. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating out of range pacing impedance measurements continued to be observed. The cause of the out of range measurements was not determined. An invasive procedure was performed. The lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.